Event description:
It was reported the needle mechanism had fully deployed before the pod was able to be used, indicating a needle mechanism failure. Pod was not worn. No impact to the patient's glucose level was reported.

Manufacturer narrative:
The device was received deployed. The pod generated an 0x1c hazard alarm indicating pump has reached the pump expiration time. The download data shows that the pod ran for over 200 pulses but no immediate boluses, extended boluses, or temporary basals were observed. No damages or defects were found that would result in a needle mechanism failure. The exact timing of needle deployment could not be determined; therefore the cause of the event could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Smartphone operating system: 18.6. Smartphone hardware: iphone17.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.